Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure. The procedure was completed by using a wireless footswitch. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wired foot pedal was not working, and found the fluoro side of the wired foot pedal was not functioning. To resolve the issue, rse ordered the footswitch for the customer as the customer requested a wired footswitch. The customer replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired foot pedal was not working. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.